Event description:
Sales representative (B)(4) reported on behalf of the surgeon (B)(6) that a revision was performed. She explained that the intention was to remove the screw and to reposition it, but upon removal of the screw it was observed that the screw had fractured at the shaft and half of the screw was still inside the pedicle. She added that the patient had fused. She also added that the surgeon was not able to remove the broken part of the screw as it was fully in the vertebral body so it is still in the patient. He put a new screw beside the broken one. The original surgery was a 2 level fusion from l4-s1. The broken screw is in s1.

Manufacturer narrative:
Method: visual inspection, manufacturing record review, complaint history analysis and risk assessment. Results: visual inspection: the returned screw had a broken threaded shaft supporting that it was repeatedly solicited. This screw had been put in place for two years at s1 level when the breakage was noted. The patient was originally revised in order to redirect this screw as it looked slightly medial, so it cannot be excluded that this screw yielded under fatigue mode solicitations manufacturing record review: no discrepancies noted. Complaint history analysis: (B)(4) previous records within similar failure mode. In none of the previous cases, a design issue or a manufacturing deviation were determined as a cause. Risk assessment: the revision surgery was initially conducted to redirect this screw supporting it may have been not optimally placed. A new screw was implanted suggesting that bone union was not robust enough to withstand the posterior loads. Conclusion: this is a screw breakage suspected occurring under fatigue mode on a two years implanted device. This is a well known phenomenon that is discussed in IFU.